Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Part number: 04.130.254s, lot number: 7056p85, manufacturing site: mezzovico, release to warehouse date: 22 aug 2023, expiration date: 01 aug 2033. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter facility name: jikei university tokyo jikei university school of medicine kashiwa hospital e3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an orif surgery treating the proximal phalange of the fourth finger. Since 1 hole was not needed, the surgeon cut the plate with the plate cutter. However, the plate could not be cut between the holes, and ended up cutting a part of the hole that was not intended to be cut. The shape of the hole that was cut unintendedly became like a character "c". Since screws cannot be used if part of the hole is chipping, the surgeon had no choice but to cut that part as well. There was no other plate with the same size, and the plate in question could not be replaced with a substitute. Therefore, the surgeon used the plate in question although it was shorter than originally planned. The number of screws that were supposed to be used was also decreased. The surgery took about 5 minutes longer as the surgeon considered other fixation methods and other implants. The surgery was completed successfully. This report involves one (1) 1.5mm ti val phalangeal base plate-2h head-6h shaft-sterile. This is report 1 of 1 for (B)(4).